Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2013. During the procedure, the device powered up, but would not turn the disposable. There was insufficient drive. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was sufficient drive, however, the coupler and insert needed to be replaced. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.